Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a hysterectomy in (B)(6) 2007. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient experienced genuine stress incontinence and failure of prior sling. The patient underwent anterior/posterior colporrhaphy with mesh, partial removal of suburethral sling and replacement of suburethral sling on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to genuine stress urinary incontinence; status post laparoscopic-assisted vaginal hysterectomy.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.